Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem cat#ni lot#ni. Unknown glenoid cat#ni lot#ni. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05303, 0001825034 - 2019 - 05305.

Event description:
It was reported that a patient reported they underwent an unknown procedure on an unknown date. Subsequently, patient is experiencing pain and difficulty lifting arms. Attempts have been made and additional information on the reported event is unavailable at this time.